Manufacturer narrative:
(B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Comparison tests between accu-chek active and accu-chek performa nano were performed. Within 10 minutes. Active results 23.0 mmol/l, 17.7 mmol/l, and 191 mmol/l; accu-chek performa nano result 8.0 mmol/l. No adverse event alleged. The products can not be sent for investigation due to custom and legal issues in (B)(6).